Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to boot up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the blue screen messages indicating inability to load drive, referring to windows system files and the backup indicated extended completion time of 14hours and ultimately failed when it crashed and reverted to backup/restore utility screen. The defective component was returned for failure analysis which was able to confirm that the failed component(s) were ram. Fse replaced the host pc, os drive and restored backup to new hd, uploaded new license. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.